Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell four of four of peritoneal dialysis therapy on the homechoice. The home patient (hp) was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The hp was able to clear the alarm. The technical services representative advised the hp to restart therapy using new supplies or complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.